Event description:
On october 14, 2008, boston scientific corp was informed that during a procedure, three resolution clip device clips would not properly close. The procedure was completed with a different device without patient complication. Patient is "fine". Note: this complaint is for one of three devices used in same procedure. Please refer to MFR #'s 3005099803-2008-06453, 3005099803-2008-06412 for the other two related reports.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.